Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report hearing an alert tone from the device. A follow up with the patient¿s healthcare provider yielded that the right ventricular (rv) lead had alerted for low pacing impedance. The rv lead has diminished r-wave sensing and increasing pacing thresholds. The patient recently had a left ventricular assist device (lvad) implanted. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.